Event description:
Intravenous bag, drip chamber and intravenous tubing was discovered empty; ivac pump still operating, alarm not sounding. Intravenous disconnected from pt. No untowards effects to pt.